Event description:
Clinical study: during a coronary drug eluting stenting, the catheter broke. The lesion being treated was a 2.5mm 90% stenosed 3rd oblique marginal (rd ob marg.) Artery. The physician first tried to place a 2.5x12mm taxus express2 8.8% drug eluting stent in the 3rd ob marg. This stent did not cross the lesion. Then the physician attempted to place a 2.8x8mm taxus express2 8.8% drug eluting stent in the same lesion. The catheter broke. Next physician attempted to place a 2.5x8mm taxus express2 8.8% drug eluting stent in the same lesion. The catheter kinked. Then the physician placed a 2.5x8mm taxus express2 8.8% drug eluting stent in the 3rd ob marg. It was reported there were no complications. The pt was discharged the next day on plavix and aspirin.